Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep troubleshot system and replaced backplane, monoblock controller pcb, monoblock assembly, and high voltage cable. He boot the system up 25 times error free. The system is working as intended.

Event description:
The customer reported that the system displayed a generator error code.